Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, the battery longevity on the pacemaker was at 5 to 5.6 years. However, it was estimated at 9.9 to 10.7 years back in march. The recorded calculated current drain has remained very high and the device may have early battery depletion. Further testing was discussed. There were no patient symptoms reported.